Event description:
The surgeon implanted an aq2003v silicone lens but one haptic fell off as it was being inserted. The incision was enlarged from 3.0mm to 4.5mm to remove the lens but sutures were not required. The surgeon stated the lens may have been defective. An st-45s cartridge was used but the lot number was not provided by the facility. The lot number and model of the injector were not provided by the facility.